Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 428 mg/dl with large ketones. Reportedly, the ketone level was identified as life threatening by the healthcare provider. The customer addressed for the bg level by completing an infusion set change and administering a manual injection. System check could not be performed with tandem technical support as the event occurred in the past.